Event description:
A report was received that the patients lead had migrated. High impedances were also noted on the lead due to suspected lead fracture. The patient will undergo a revision procedure.